Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection found that the device had only the deployer return for evaluation. The shaft was broken at the proximal end and the pusher rod was deformed at the distal end. The red trigger was found in a normal shape. The broken shaft fragment was inside of the white plastic sleeve. Neither the plates nor the suture were returned for evaluation. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the truespan 12 degree plga would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation which can have caused breakage of the shaft. As per instructions for use (IFU), during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
It was reported that during a meniscal repair procedure, it was discovered that when the surgeon inserted the truespan 12 degree plga device into the joint, it became entangled with the synovial membrane making it difficult to operate. There were no pieces left in the body. There was thirty-minute delay to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.